Event description:
It was reported, the customer experienced low blood glucose. The customer's blood glucose declined to 38 mg/dl. Customer declined to troubleshoot for their low blood glucose. The customer also reported differences between their sensor glucose and blood glucose readings. Customer's blood glucose would be 213 mg/dl and their sensor glucose would be 309 mg/dl. The customer also reported a bent cannula, but declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.